Manufacturer narrative:
(B)(4). Concomitant medical products: 00784301426, versys beaded fullcoat femoral stem, 60431931, 00875705801, continuum tm cup, 61610421, 00877503601, bioloxâ® delta ceramic femoral head, 2560254, 00625006525, bone scr 6.5x25 self-tap, 61674423. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01697, 0001822565 - 2018 - 01699. Remains implanted.

Event description:
It was reported that the patient underwent right total hip arthroplasty and subsequently experienced pain due to bursitis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.